Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver insulin/medication, and unable or difficult to prime. Product defects were noted prior to use. The following information was provided by the initial reporter: drug didn't come out upon air purge.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: sixteen open 31g x 5mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320129. A clog test was carried out on all returned samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 31ga 5 mm 14bag 700cas jp was unable to deliver insulin/medication, and unable or difficult to prime. Product defects were noted prior to use. The following information was provided by the initial reporter: drug didn't come out upon air purge.